Manufacturer narrative:
(B)(4). Pt info: unknown as information was not provided. Catalog#: igtcfs-65-2-uni-celect-pt. Implant date: unknown as information was not provided. PMA 510(k): similar to device under 510(k) k121629. (B)(4). Summary of investigational findings: investigation is based on event description and the returned product. Only the jugular introducer is returned. After pressing the locking button the introducer works as intended and the grasping hook exits the cannula. No damages to the grasping hook. The introducer appears unused and the locking button is not pressed, ie the system is still locked. Therefore, it is assumed the femoral introducer was used from this uni set. Based on the investigation findings and very limited information provided the exact reason for the difficulties encountered when attempting to release the filter cannot be determined. There is found no evidence to suggest that the device was not manufactured according to specifications cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: filter would not detach when button pressed to deploy. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.